Event description:
The pt underwent procedure for endovenous ablation to the right leg. During the procedure, the guidewire broke off in the pt's leg. The broken piece was located and removed by the physician.

Manufacturer narrative:
Investigation in-process, however, at the moment awaiting return of the defective product to complete the investigation. A supplemental report will be filed when investigation is completed. The remainder of the info was unattainable. This product is manufactured for vnus technology only.